Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was run on a different e411 analyzer with a result of < 5 pg/ml. The sample was repeated on the e411 analyzer in question and the result was > 3000 pg/ml. The sample was repeated on the different e411 analyzer by a x10 dilution and the result was 193 pg/ml. The sample was repeated on the different e411 analyzer and the result was < 5 pg/ml. The sample was then repeated on the analyzer in question with a result of < 5 pg/ml. All of the results were reported outside of the laboratory. The physician thinks the results of < 5 pg/ml are correct. The customer kept repeating the patient sample as the results were different between runs. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 284592 with an expiration date of oct-2018. The customer's calibration trace data is within expectations. The customer did not observe any foam on the sample surface. Due to the limited data provided by the customer, the investigation was unable to determine a definitive root cause.